Event description:
Boston scientific received information that this device was explanted soon than anticipated due to battery status at ert. It was further reported that during the previous follow-up approximately one year prior, the battery indicated a remaining longevity of two years; thus, the physician was dissatisfied with the ert indicator timing. The device has already been replaced however, not returned for a post market assessment. No other adverse patient effects were reported.

Manufacturer narrative:
Subsequently, the device was returned to our post market laboratory for analysis, at which time, detailed mechanical and electrical testing were performed. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
If the product is returned in the future, a follow-up report communicating analysis results will be submitted. At this time, no further information has been provided.